Manufacturer narrative:
(B)(4) device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via a forearm vein. The physician was attempting to pre-dilate a 90% stenosed lesion located in a calcified and moderately tortuous brachial shunt with this 7.0-40, 80 wanda balloon catheter. The device was advanced to the lesion without resistance. Once to the lesion, the balloon ruptured on the first inflation at 13atms after being inflated for 60 seconds. The device was removed from that patient intact. The procedure was completed with a 6.0x80 wanda balloon catheter. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.